Event description:
It was reported that a patient experienced a connection issue which resulted in peritonitis. The cause of the peritonitis was reported to be due to the patient¿s transfer set disconnecting from the titanium adapter and the patient reconnecting. The patient was not hospitalized for the peritonitis event. It was reported that the peritonitis was manifested by cloudy effluent. The patient was treated with cefazolin-sandoz (1gram, 1 time per day, intraperitoneally) and heparin na 25000 iu (500 international unit (iu), 1 time per day, intraperitoneally) for the event. Three days after starting treatment, cefazolin-sandoz and heparin was discontinued and the patient was started on xorimax (250 mg, orally twice a day) for peritonitis. It was reported that treatment with xoirmax was discontinued and the patient was restarted on cefazolin-sandoz and heparin. Treatment with cefazolin-sandoz and heparin was again discontinued and the patient was switched to augmentin duo (875mg/125mg, orally twice a day) for peritonitis. It was reported that the patient experienced abdominal spasm as a result of the peritonitis. Abdominal spasm was reported to have improved. At the time of this report, the patient had recovered from the peritonitis event. Pd therapy was reported to be ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.